Event description:
It was reported that the patient was admitted to the hospital for infection with resultant tricuspid valve endocarditis, fever and worsening heart failure. A transesophageal echocardiogram (tee) revealed vegetation on the tricuspid valve. The patient also had bacteremia leukocytosis, septicemia and positive blood cultures for beta-hemolytic streptococcus. The cardiac resynchronization therapy defibrillator (crt-d) system was not removed due to the patient¿s health complexities and the patient was managed with continuing antibiotics. Device therapies were disabled and the patient was discharged to home hospice care and expired shortly thereafter. The cause of death was unknown due to extensive cardiovascular comorbidities at the time of discharge. The patient was a participant in the (B)(6) clinical study. No further information was reported.